Manufacturer narrative:
Patient age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, surgeon attempted to place the 1.1mm non-threaded guide wire and the tip of the needle broke. The needle tip remains embedded in patient¿s bone with no possibility of removal, as doing so could cause damage to the patient. This report is for one (1) 1.1mm non-threaded guide wire. This is report 1 of 1 for (B)(4).